Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an irrigation issue (device used in the patient). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 05-feb-2026. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and an occlusion was found in the shaft area. The shaft was dissected and a white material presumably salt was found. Due to this condition, a scanning electron microscope (sem) analysis was requested and it was concluded that the composition observed in the sample could be related to saline solution residues. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an irrigation issue (device used in the patient). Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2025. The device was used in the patient. Ngen pump was used. No error reported, pump drainage injection hole does not produce water. Steps taken to resolve the irrigation issue was to manually push the syringe and did not work. Therefore, replaced it with a new catheter for use. Correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. The occlusion/ no irrigation issue was originally considered non-reportable, however, bwi became aware on (B)(6) 2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2025.